Event description:
It was reported that a dissection occurred during use of a non-abbott stent and a non-abbott guide wire. The bmw guide wire was used to remove the non-abbott devices from the artery; however, the patient experienced a myocardial infarction (mi) and the patient was taken for by-pass surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.